Manufacturer narrative:
Findings: no button error alarm noted during testing. Unit had unresponsive act and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify communicate to blood glucose meter due to unresponsive button. Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, missing o-ring (reservoir tube), cracked case at reservoir tube window corners and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 433 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive while trying to deliver a bolus. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have experienced a high blood glucose of 433 mg/dl and treated with manual injection. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.